Manufacturer narrative:
The investigation into the reported thrombus was completed. The device was returned for evaluation. The pump was visually inspected, and no clot or abnormalities were observed. Based on the available, the root cause of the issue was patient condition related since the patient was reported to be hypercoagulopathic. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported that a 21-year-old male patient implanted with the impella cp for mechanical circulatory support developed thrombus. During removal of the device, echocardiogram results revealed a clot about 20-30 cm long in the descending aorta. Previous echocardiogram results performed prior to explant results confirmed a clot visible under the impella catheter. Vascular surgeon subsequently placed an aortic stent to push clot against the wall. "Echo and angiogram did not show clot present. No clot was visible on the catheter." Of note, the patient was reported to be hypercoagulopathic.